Event description:
Patient wearing sleep mask having difficulty, feels smothered with full mask. Tried and failed nasal pillow. Sleeps with mouth opened. Reported by hcp office. Hcp office did not consent to follow up. No further information/clarification available. (B)(4).